Event description:
Event was reported as: the surgeon threw the capio suture device and when he pulled out the suture the bullet tip was not attached. The bullet tip was lodged in the sacrospinous ligament. The decision was made to leave the tip lodged in the ligament. No pt injury was reported.

Manufacturer narrative:
No sample will be returned to the manufacturer. The investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.